Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image of the endoscope was cloudy. The procedure was converted to an open leg technique. The hospital did not report any other patient complications.